Event description:
An issue was reported where the caller found an incorrect time display on the pump, and the discrepancy was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in updating the pump time and was advised to monitor the situation, with instructions to follow up if the discrepancy recurs.